Event description:
Customer reported experiencing a high blood glucose event, although the exact value was not known because the reading displayed as "high." Cause was not known. To resolve the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and was advised by technical support to consult with a healthcare professional to discuss potential factors affecting blood glucose levels, which the customer agreed to do.